Event description:
The hospital reported that during the saphenous vein harvesting procedure, the conical tip detached into the patient leg. The reporter did not know how the tip was retrieved from the leg. No additional patient complications were reported by the hospital.